Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 280 mg/dl with drowsiness, polydypsia, and polyuria associated with an inaccurate delivery of insulin issue. It was reported that the patients bg began elevating on (B)(6) 2014, they changed their infusion set 3 times, and their bg was not responding to boluses until they gave themselves an injection of exogenous insulin to help bring down their bg level. Reportedly, the patient remained on the insulin pump. During troubleshooting with customer technical support (cts), it was revealed that there was a bolus given on (B)(6) 2014 in the amount of 6.70 units at 7:01am that the patient did not recall programming. It was reported that the patient thought this was an ¿extra bolus¿ that did not result in a bg excursion. Also during troubleshooting, it was revealed that the basal delivery totals in the total daily dose did match the active basal program, the basal history matched the active basal program settings, and the bolus totals matched. The patient was able to deliver one unit via air bolus while on the phone with cts and it did record correctly in the pump¿s history. This complaint is being reported because the patient allegedly experienced hyperglycemia based on the alleged inaccurate delivery of insulin.